Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarm was noted. The motor tested okay.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during either a bolus or basal delivery attempt. There were multiple alarms in the insulin pump history. The customer's blood glucose was not known. The insulin pump was reportedly not exposed to a strong magnetic field. It was stated that the customer was not using the sensor feature on the insulin pump. The customer was reportedly able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).